Event description:
It has been reported to philips the device doesn't charge. Have tried multiple different chargers and still doesn't work. Pin missing from inside charging port. No patient involvement.